Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) and a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient was doing extremely well with an excellent paresthesia pattern, however erosion of the tip of the right occipital lead through the skin was noted. The lead was poking through the skin on the right side. Patient had lead revision. Patient was placed on antibiotics with absolutely no evidence of drainage at the site, redness, warmth or pain. Patient was very pleased with the outcome of the implant. Patient denies stiff neck, fever, chills or night sweats. There was no evidence of infection at the generator site in the anterior chest wall. There was no evidence of erythema or drainage at the site. Health care professional (hcp) felt that the distal portion of the lead needed to be explanted, told the patient that they could not guaranteed that the entire system would not become infected despite removal of the distal aspect of the lead. Hcp did not feel it was worthwhile to open the pocket and remove the entire lead given the physical examination findings. The lead was cut; just distal to the anchor without difficulty. The wound was irrigated with antibiotic irrigation solution. After surgery patient was taken to the recovery room in good conditions. There were no apparent complications. Patient was subsequently discharged after a period of stable observations with appropriate discharge antibiotics. Patient could have replacement lead in 4 to 6 weeks if they desired. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.